Event description:
(B)(4) study. Same patient as 2134265-2010-03732. It was reported that following a carotid stenting treatment procedure hypotension occurred. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 30.0 mm long with a 5.7 mm reference vessel diameter. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day. It was reported that pre-discharge, the patient developed hypotension. The patient was treated with medication and the event was considered resolved without residual effects prior to discharge.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).